Manufacturer narrative:
Medwatch report #2017233-2015-00074 was previously submitted to report events that occurred prior to 2015 and involved the devices implanted in 2010. This medwatch is being submitted to capture the presentation of a new distal type I endoleak on (B)(6) 2015 involving the device implanted in 2012. (B)(4). Initial reporter¿s complete address - (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the distal type I endoleak could not be determined with the available information.

Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses to repair a thoracic aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2012, a gore® tag® thoracic endoprosthesis was additionally implanted to repair a distal type I endoleak and aneurysm enlargement to 71.9 mm. The patient tolerated the procedure. On (B)(6) 2013, a three year follow-up exam revealed aneurysm enlargement to 77.6mm. The physician elected to monitor the patient. On (B)(6) 2014, a four year follow-up exam revealed that the aneurysm measured 78mm. The physician elected to monitor the patient. On (B)(6) 2015, a distal type I endoleak with aneurysm enlargement (amount unknown) was identified, and an aneurysmorrhaphy was reportedly performed. On (B)(6) 2015, a five year follow-up exam revealed the aneurysm had decreased to 47.0mm. No further adverse events were reported.